Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's father reported that pump was not responding to keypad button presses. The audio bolus button also reportedly fell off the pump. He denies that the pump was exposed to moisture.